Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information about the reported event; according to the information the patient underwent anesthesia for kidney stones and only then the user activated the laser. When the fiber was attached, the system shuts down this error happened immediately when the user tried to attach a fiber to the sis port. The procedure was complete by an alternate device which led to a longer operation time. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on (B)(6) 2015 and installed at the customers site on (B)(6) 2015. A review of system risk files ((B)(4)) revealed risk #(B)(4); system failure causes prolonged procedure \ re-operation" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. A lumenis service engineer visited the site after the reported event and examined the device. The engineer replaced aiming diode and lvps, connected and removed the fiber repeatedly for testing. The lvps output was stable at 5.15v. After reconfirming its operation, the engineer returned the system to the facility in working order. A review of subject labeling, ((B)(4) versapulse powersuite op manual) revealed in the laser preparation section what needs to be done prior to using the system. It reads " you or the nursing staff at your facility will perform the daily maintenance routines associated with the laser and any delivery systems used during surgery, including inspecting and cleaning the laser and delivery systems; connecting, disconnecting, and sterilizing the delivery systems; and verifying the aiming beam integrity" and "if your scheduled surgical procedure requires disposable delivery devices or accessories, it is helpful to have extra items ready and available in the treatment room should they be needed to complete a procedure". In the aiming beam verification section "verifying the aiming beam integrity is extremely important for the safe operation of your laser equipment. Do not use the laser or delivery system if the aiming beam is not visible. Operating the laser without the aiming beam may result in laser exposure to non-target tissue and possible injury". In the pre-operative instructions section "turn on the laser, as instructed in the "laser basics" section of this manual" and "verify the aiming beam integrity, as instructed in the "aiming beam verification" section of this manual" and a warning "verifying the aiming beam integrity is extremely important for the safe operation of your laser equipment. Do not use the laser or delivery system if the aiming beam is not visible. Operating the laser without the aiming beam may result in laser exposure to non-target tissue and possible injury.". Had the user followed the IFU by performing the pre operation tests, this event would likely be avoided. In this case, the malfunction happened immediately when the user tried to attach a fiber to the sis port and according to the operator manual probably during the preparation of the system for use. The procedure was successfully completed with an alternate device, although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate device as intervention to prevent serious injury. In an abundance of caution, lumenis is reporting this malfunction to the FDA. Lumenis regulatory response to lumenis (B)(6) for the chinese authorities is enclosed below. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
Lumenis received a foreign user facility submitted cfda report ((B)(4)) on (B)(6) 2021 regarding an event that allegedly happened on the (B)(6) 2021. During a laser lithotripsy stone procedure in which a lumenis versapulse powersuite 60w laser system was being utilized, "the patient underwent anesthesia for kidney stones, anesthesia was completed at 8:30 am on (B)(6) 2021. Activated the holmium laser at 8:40. Powered off the device immediately after the optical fiber was connected. The optical fiber couldn't be used. Failed to start after repeated attempts. Stopped using it immediately." The procedure was complete by an alternate device which led to a longer operation time. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.